Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result . Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The customer responded to a good faith effort attempt via email on 16-sep-2021 and stated that they became aware of the failure during pre-procedure observations. The customer also confirmed the endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. And that the facility does follow ifus for pre-procedure checks, reprocessing, and accessories. Lastly, the customer mentioned that she believed "this scope was delivered in large brown shipping box with a white cardboard pentax box inside, there was no packing stuffing to keep the pentax box from being bounced around the inside of the large brown packing box. To the best of my knowledge this scope was never used on a pt at our facility." The user reported that the event occurred during pre-inspection check. The unit was removed from circulation immediately after the event occurred and the facility follows ifus. The customer requested in RMA for service. There was no report of serious injury, delay in procedure or required medical intervention. The loaner endoscope was received by pentax medical for evaluation on 10-sep-2021 and is pending inspection under service order (B)(4) as of 08-oct-2021. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-sep-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 05-aug-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-aug-2011. The investigation is in-process.